Event description:
Consumer called for pt. Reports getting inconsistent readings both at home and at school (school nurse). Testing against another meter. Analysis run on clark error grid using competitive reading (164) as ref. Point vs. Bd reading (47) yielded data points in the c range of the grid, outside acceptable limits.